Event description:
Report received from (B)(6) stating that the device had damaged locking components. It is unk if the device was being used during surgery. It is unk if pt or user injury were reported. The date of the event is unk. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if add'l info is received, a supplemental report will be sent. Ref: (B)(4).